Event description:
It was reported a seizure occurred. A left atrial appendage closure (laac) procedure was performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 24mm closure device was successfully implanted in the laa on (B)(6) 2025. The patient was discharged. The next day, 30-dec-2025, a boston scientific (bsc) representative received a text that the patient had been re-admitted to the hospital with complaints of seizure. Magnetic resonance imaging (MRI) was completed, along with a neurology consultation and all were negative. No intervention or any new medication was required. It was suspected that orthostatic hypotension was the cause of the issue. The patient was discharged on (B)(6) 2025 and doing well at home.

Event description:
It was reported a seizure occurred. A left atrial appendage closure (laac) procedure was performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 24mm closure device was successfully implanted in the laa on (B)(6) 2025. The patient was discharged. The next day, (B)(6) 2025, a boston scientific (bsc) representative received a text that the patient had been re-admitted to the hospital with complaints of seizure. Magnetic resonance imaging (MRI) was completed, along with a neurology consultation and all were negative. No intervention or any new medication was required. It was suspected that orthostatic hypotension was the cause of the issue. The patient was discharged on (B)(6) 2025 and doing well at home. It was further reported that seizure was ruled out and that syncope was the cause of the admission. The patient was reported to have a loss of consciousness prior to arriving to hospital with tonic clonic type movements. It was noted that the cause was most likely related to dehydration from a longer procedure.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code update from e0109 to e011903.